Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump stopped working all together and he went into diabetic ketoacidosis overnight and were hospitalized on (B)(6) 2017 with blood glucose of 953 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.